Event description:
The end user facility contacted olympus to report a repair request for switches 3 and 4 not working on a evis exera iii gastrointestinal videoscope. During preliminary evaluation and inspection of the returned subject device, foreign material was found in the nozzle. This MDR is being submitted due to the foreign material found during evaluation and inspection. No patient or user harm has been reported.

Manufacturer narrative:
The device has been returned to an olympus repair center for inspection and evaluation, and the customer's reported problem of switches 3 and 4 not working has not been confirmed. The presence of foreign material in the nozzle, however, has been confirmed. Additionally, the device evaluation found a damaged insertion section bending tube, nozzle, connecting tube resin, and light guide adhesive. A dirty objective lens, slipping light guide bundle, and pinholes in the tube and a-rubber were also found. A dent in the tube caused the inability to insert the forceps smoothly. A damaged control section forceps channel port, grip, control unit, switch box, switch 1, right/left control knob, up/down control knob, and lock engagement lever and knob were found. Worn angle wires were causing the up/down knob and up direction not to meet standard values, and damage to switch 1 made the switch nonfunctional. The control unit was also found to be deteriorated and/or discolored, and the control unit and scope connector were dirty due to water leakage from the pinholes/damage. A damaged endoscope scope connector, cover, and universal cord were also found. The universal cord was also found to be sticky. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated b5, h6

Event description:
The reportable malfunction was discovered at the olympus repair center on (B)(6) 2022. No patient involvement has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning. It is unknown if the air/water nozzle was flushed with air and water. It is unknown if the nozzle is cleaned with lint-free cloths/brushes/sponges. The air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ [inspection of the endoscope] 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.